Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, serial (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was multiple sclerosis and intractable spasticity. On (B)(6) 2017 it was reported that the physician was planning to remove the pump because it hadn¿t been working for years possibly because of normal battery depletion. On monday ((B)(6) 2017), the patient had a pre-op exam and it was infected/oozing from the pump site. The pump was removed on wednesday ((B)(6) 2017) and the catheter stayed in place. Over the weekend, the patient was still in the hospital, running a fever, and one of the cultures confirmed pseudomonas so the physician thought the catheter was infected as well so they were going to remove that also today ((B)(6) 2017). On wednesday ((B)(6) 2017), they discovered ¿white material¿ in the pump pocket site area and would debride it. No further complications were reported/anticipated.